Event description:
It was reported that a continuous glucose monitor displayed error message 42 while customer used sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, confirmed error did not reappear after reset, and then successfully started new sensor session.